Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. Both the events occurred after 3 hours of insertion and the set was in use for less than 24 hours. The insertion site was at abdomen. The blood glucose level at the time of events was high (specific value unknown) and patient treated it with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1882062 - device 2 of 2. E1: patient city: (B)(6).